Manufacturer narrative:
Per (B)(4) final report: it was confirmed that the explanted devices could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The surgeon has commented that this fracture most likely occurred intra-operatively and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem and head due to a femoral fracture.

Manufacturer narrative:
(B)(4) initial report. Additional information, including patient details, operative notes and x-rays has been requested, and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During primary surgery on (B)(6) 2018 the surgeon wanted to use a size 0 collared metafix stem, however, this is not available and thus the surgeon implanted a non-collared metafix stem. The patient then reported pain 4 weeks post op and a CT scan showed femoral fracture. The patient was then revised sometime before (B)(6) 2019. The exact revision date is unknown.